Event description:
It was reported that the lead exhibited impedances ranging from greater than 2000 ohms to less than 200 ohms. Capture was not observed at maximum output. An x-ray revealed that the lead had pulled back into the right ventricle. The lead would be repositioned at a later date.

Manufacturer narrative:
Na